Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging issues with a ventilator's pressure and flow. The device was not in patient use.